Event description:
MFR's rep reported repriming was done for catheter and inner pump tubing but the priming dose was entered over a number of hours instead of minutes and then the pump was stopped with no further prime completed. The pt experienced withdrawal symptoms. A follow up report will be sent when additional info is received.